Event description:
It was reported that pump generated cartridge alarm 20 while customer was using insulin pump, and issue did not occur during cartridge load process and had not happened before with this pump. There was no adverse impact to the customer's blood glucose level. Customer loaded new cartridge using proper technique with assistance from technical support, was able to successfully resume insulin therapy, and no additional information was available about original cartridge lot.